Event description:
A surgeon reported that a memory lens implanted in the left eye of a pt in 2000 with no complications, has since opacified and will be explanted & replaced in the future. Visual acuity for left eye reported as 20/20 at 2004 visit. No further info is available at this time.